Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a ventricular tachycardia (vt) episode was observed due to atrial fibrillation (af) resulting in a high ventricular frequency causing inappropriate anti-tachycardia pacing (atp). No intervention was performed at this time and the device will continue to be monitored. The patient was stable with no adverse consequences.